Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl and was treated with juice. Customer declined low blood glucose troubleshooting as she believes she is at fault for the low blood glucose. The sensor glucose was 50 mg/dl and the blood glucose was 289 mg/dl. Customer treated the high blood glucose with the insulin pump and declined troubleshooting for it. Blood glucose value from reported event was 289 mg/dl and sensor glucose value from reported event was 50 mg/dl. Sensor glucose and blood glucose difference was 239 mg/dl. High blood glucose event, insulin delivery was not suspended due to sensor glucose values. The customer also stated that, the sensor had change sensor alarm. Customer did not receive a change sensor alert after a calibration not accepted. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened or used random sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.